Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings occurred. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. On (B)(6) 2024, around 2am, the patient¿s husband stated the patient had lost consciousness. The patient was also 28 weeks pregnant, and he called emergency medical service (ems). It was reported that the patient nor the patient's followers on the dexcom app did not receive any alert notifying them of the patient¿s hypoglycemic state. Once ems arrived, the patient had already regained consciousness on her own and was drinking juice. Her blood glucose (bg) meter reading at the time ems arrived was 60 mg/dl. Ems did not provide the patient with any medication or treatment but advised the patient to eat a peanut butter sandwich. At some point after treatment with the food and juice, the patient¿s bg meter reading increased to 300 mg/dl. The patient was wearing an omnipod insulin pump, and the patient self-treated with 14 units of insulin at this time. The patient remained at home and was ¿feeling fine¿ at the time of the report. The performance data was evaluated. The allegation was confirmed as no audio output. The probable cause is alert disabled, vibrate only, match phone, always sound disabled, or override mode/quiet mode. No additional patient or event information is available.